Event description:
Ng tube placed but unable to auscultate correct placement. Removed and replaced by a different nurse, still unable to auscultate placement verification. Placed 5 cc's water in syringe to flush ng tube, water came out of blue pigtail. New ng tube obtained and inserted without difficulty. Auscultation of air bolus was heard. FDA safety report ID# (B)(4).